Manufacturer narrative:
(B)(4). Retainer ring = clear. Customer returned device for alleged cosmetic damage located at the battery tube found on (B)(6) 2022. The device passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked retainer, damaged display window cover, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, scratched case, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails, broken belt clip rails, and label damage (faded). Cosmetic damage was confirmed at the battery tube (cracked) beginning from the belt clip rails. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received via medtronic indicated that the insulin pump had a crack on the back of the case which started from clip rail and continues alongside the battery compartment area. There was no physical damage reported on the retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.